Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the monitor was powered, the usb cable was connected, and the screen was working but there was no touch functionality. There was no patient present.